Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.ventricular lead pacing impedance trends rangedfrom 307 to 576 ohms since (B)(6) 2014. Lifetime minimum of 164 ohms. Increased count of low impedance paces since ventricular lead warning on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead lead had a lead integrity warning. The ra lead had high thresholds that caused the patient pocket stimulation. Additionally, the lead had low impedance and far field r-wave (ffrw) sensing. The rv lead had high thresholds which caused the patient diaphragmatic stimulation. Additionally, the rv lead had low impedance and sensing issue.the rv lead was replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.